Event description:
This report is being filed after the review of the following journal article: vardhan, n.v., ravindran, b., and devi, p.g., (2022), volar locking plate fixation for unstable distal radius fractures- a prospective study of functional and anatomical outcome, european journal of molecular & clinical medicine, vol.9 (xx); pages 43-50, (india). The aim of this prospective observational study was to evaluate the functional and anatomical outcome of unstable distal radius fractures treated by volar locking compression plate. Between june 2020 to january 2022, a total of 48 patients (34 were males and 14 females with mean age of 22-66years) who had unstable fractures of the distal radius treated with open reduction and internal fixation with volar lcp were included in the study. Lafontaine 's criteria for instability were used to assess the fracture stability. Volar henry approach was employed in all patients. Post-operative follow up at 6 weeks, 3 months, 6 months, 1 year and every 6 months later on as necessary. Involved side is right in 28 (58.33%) patients and left in 20 (41.66%) patients. The median clinical follow-up was unknown. The following complications were reported as follows: 2 patients had superficial wound infection which was managed conservatively with IV antibiotics and dressings. 1 patient had flexor pollicis longus tendon irritation because of its proximity to a long volar plate. 2 patients had pain and one had discomfort. These symptoms were reduced after removing implant at 6 months once the union was achieved. N 6 patients with demonstrable druj instability assessed intraoperatively after fixation of distal radius with lcp, they have used a transfixing k wire to stabilize druj and retained for 4 weeks. All of these patients had restricted and painful pronation at 6 weeks, but 5 patients developed full, painless rotations by 3 months. 1 patient continued to have persistently painful and unstable. This report is for unknown volar lcp (depuy synthes). A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown lcp distal radius volar plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.